Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system that the extension tubing broke. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that ext. Tubing broke during usage.

Manufacturer narrative:
Investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However, during the visual evaluation of the returned photo, bd engineers identified a wound on the extension tubing; there were characteristics in the broken edge of the extension tubing that are indicative of damage sustained by interaction with the slide clamp. Our facility has initiated a project to replace the slide clamp model with a pinch clamp in an effort to eliminate the possibility of reoccurrence of this event.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system that the extension tubing broke. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that ext. Tubing broke during usage.